Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ left side pelvic pain/ center pelvic") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *plaintiff underwent hysterosalpingogram, transvaginal ultrasound on unknown date. Previously administered products included for an unreported indication: mirena and benadryl. Concurrent conditions included multiple allergies, knee injury, obesity, multiple allergies, mood swings, dysfunctional uterine bleeding, uterine bleeding, vaginal discharge, ovarian cyst, bloating, uterine fibroid and pelvic pain. In november 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), premenstrual syndrome ("pms all the time"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), complication of device removal ("complications from essure removal procedure"), ovarian cyst ("ovarian cyst"), pain ("aches"), emotional disorder ("emotional imbalance"), food craving ("food cragings") and rash ("rashes or skin conditions") and was found to have blood cholesterol abnormal ("cholesterol issues") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, premenstrual syndrome, hypersensitivity, mental disorder, headache, blood cholesterol abnormal, dysmenorrhoea, gastrointestinal disorder, alopecia, ovarian cyst and rash outcome was unknown and the migraine, fatigue, weight increased, pain, emotional disorder and food craving had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood cholesterol abnormal, complication of device removal, dysmenorrhoea, emotional disorder, fatigue, food craving, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, ovarian cyst, pain, pelvic pain, premenstrual syndrome, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms were decrease or resolve following essure removal. Current weight 162lbs. Approximate weight at the time of essure placement 150 lbs mirena lot number: tu00evu exp date : 01/2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6)2015: neither fallopian tube opacities on this exam. Other findings as described.. Ultrasound scan vagina - in december 2015: results:total bilateral occlusion,other (please describe),non conclusive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs and mr received: events added, date of birth updated, event rash was added. Product , patient & reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ left side pelvic pain/ center pelvic") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *plaintiff underwent hysterosalpingogram, transvaginal ultrasound on unknown date. Concurrent conditions included multiple allergies and knee injury. In december 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), premenstrual syndrome ("pms all the time"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and complication of device removal ("complications from essure removal procedure") and was found to have blood cholesterol ("cholesterol issues") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), oophorectomy (bilateral removal of ovaries). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, premenstrual syndrome, hypersensitivity, mental disorder, migraine, headache, blood cholesterol, dysmenorrhoea, fatigue, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood cholesterol, complication of device removal, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, pelvic pain, premenstrual syndrome, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms were decrease or resolve following essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Reporter's information was added. Events added: pms all the time, allergic or hypersensitivity reaction, psychological or psychiatric, migraines, headaches, cholesterol issues, dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition, hair loss. Concomitant diseases were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ left side pelvic pain/ center pelvic') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 58555-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and benadryl. Concurrent conditions included multiple allergies, knee injury, obesity, multiple allergies, mood swings, dysfunctional uterine bleeding, uterine bleeding, vaginal discharge, ovarian cyst, bloating, uterine fibroid and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), premenstrual syndrome ("hormonal changes describe: pms all the time"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), complication of device removal ("complications from essure removal procedure"), ovarian cyst ("ovarian cyst"), pain ("aches"), emotional disorder ("emotional imbalance"), food craving ("food cragings") and rash ("rashes or skin conditions") and was found to have blood cholesterol abnormal ("cholesterol issues") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, premenstrual syndrome, hypersensitivity, mental disorder, headache, blood cholesterol abnormal, dysmenorrhoea, gastrointestinal disorder, alopecia, ovarian cyst and rash outcome was unknown and the migraine, fatigue, weight increased, pain, emotional disorder and food craving had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood cholesterol abnormal, complication of device removal, dysmenorrhoea, emotional disorder, fatigue, food craving, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, ovarian cyst, pain, pelvic pain, premenstrual syndrome, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms were decrease or resolve following essure removal. Current weight 162lbs. Approximate weight at the time of essure placement 150 lbs mirena lot number: tu00evu exp date : 01/2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: neither fallopian tube opacities on this exam. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-aug-2019: update of information (batch is not valid). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ left side pelvic pain/ center pelvic') and genital haemorrhage ('heavy abnormal bleeding/ abnormal bleeding (general)') in an adult female patient who had essure (batch no. 58555) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *plaintiff underwent hysterosalpingogram, transvaginal ultrasound on unknown date. Previously administered products included for an unreported indication: mirena and benadryl. Concurrent conditions included multiple allergies, knee injury, obesity, multiple allergies, mood swings, dysfunctional uterine bleeding, uterine bleeding, vaginal discharge, ovarian cyst, bloating, uterine fibroid and pelvic pain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), premenstrual syndrome ("hormonal changes describe: pms all the time"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), complication of device removal ("complications from essure removal procedure"), ovarian cyst ("ovarian cyst"), pain ("aches"), emotional disorder ("emotional imbalance"), food craving ("food cragings") and rash ("rashes or skin conditions") and was found to have blood cholesterol abnormal ("cholesterol issues") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, premenstrual syndrome, hypersensitivity, mental disorder, headache, blood cholesterol abnormal, dysmenorrhoea, gastrointestinal disorder, alopecia, ovarian cyst and rash outcome was unknown and the migraine, fatigue, weight increased, pain, emotional disorder and food craving had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood cholesterol abnormal, complication of device removal, dysmenorrhoea, emotional disorder, fatigue, food craving, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, ovarian cyst, pain, pelvic pain, premenstrual syndrome, rash, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms were decrease or resolve following essure removal. Current weight 162lbs. Approximate weight at the time of essure placement 150 lbs mirena lot number: tu00evu exp date : 01/2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results:total bilateral occlusion, other (please describe),non conclusive; on (B)(6) 2015: neither fallopian tube opacities on this exam. Other findings as described.. Ultrasound scan vagina - on (B)(6) 2015: results:total bilateral occlusion,other (please describe),non conclusive. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received- lot number were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ left side pelvic pain/ center pelvic") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: *plaintiff underwent hysterosalpingogram, transvaginal ultrasound on unknown date. Concurrent conditions included multiple allergies, knee injury, obesity and multiple allergies. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), premenstrual syndrome ("pms all the time"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), complication of device removal ("complications from essure removal procedure"), ovarian cyst ("ovarian cyst"), pain ("aches"), emotional disorder ("emotional imbalance") and food craving ("food cravings") and was found to have blood cholesterol abnormal ("cholesterol issues") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, premenstrual syndrome, hypersensitivity, mental disorder, headache, blood cholesterol abnormal, dysmenorrhoea, gastrointestinal disorder, alopecia and ovarian cyst outcome was unknown and the migraine, fatigue, weight increased, pain, emotional disorder and food craving had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood cholesterol abnormal, complication of device removal, dysmenorrhoea, emotional disorder, fatigue, food craving, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mental disorder, migraine, ovarian cyst, pain, pelvic pain, premenstrual syndrome, vulvovaginal pain and weight increased to be related to essure. The reporter commented: injuries or symptoms were decrease or resolve following essure removal. Current weight 162lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: new pfs received- new events added: aches, ovarian cyst, emotional imbalance, food cravings were added. Outcome of events migraines, aches, fatigue, weight gain, emotional imbalance, food cravings from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove one or more essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.